Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump that there was an occlusion alarm on both channels was not confirmed during product evaluation. Therefore, no assignable cause could be provided and no repair was necessary for the reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety.

Event description:
The facility representative contacted baxter to report a flogard pump that there was an occlusion alarm on both channels. The event occurred upon power on. There was no adverse event, patient injury or medical intervention associated with this report. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.